Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via telephone that customer's insulin pump could not upload to carelink pro. It was reported that data entry errors were received. Alarm history showed insulin pump had a spanish anolmaly alarm, signal too low alarm and unexpected restart. Diabetes care manager was instructed on uploading to personal first. Troubleshooting was declined on alarms.